Event description:
It was reported that a tria ureteral stent was used in a rigid transurethral lithotripsy procedure in the ureter. During the procedure and inside the patient, when the suture was pulled to adjust the stent into position, it was noticed that the stent was detached from the middle of the pigtail section. The broken piece of stent was retrieved with a pair of forceps and successfully completed the procedure with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0401 captures the reportable event of stent shaft break. Impact code f23 captures the reportable event of unexpected medical intervention.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Device code a0401 captures the reportable event of stent shaft break. Impact code f23 captures the reportable event of unexpected medical intervention. Investigation analysis: the returned tria ureteral stent was analyzed, and during the inspection, it was found that the bladder coil was detached. The reported event was not confirmed. Based on the most relevant information, the analysis performed to the returned device, it was possible to conclude that this issue could be caused by operational factors. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of stent shaft break and stent coil detached/separated were defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the results of the device evaluation, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a tria ureteral stent was used in a rigid transurethral lithotripsy procedure in the ureter. During the procedure and inside the patient, when the suture was pulled to adjust the stent into position, it was noticed that the stent was detached from the middle of the pigtail section. The broken piece of stent was retrieved with a pair of forceps and successfully completed the procedure with another of the same device. There were no patient complications reported as a result of this event.